Event description:
The ethicon endo-surgery proximate rotating head skin staplers device (model prw35) was used on a patient during a surgical case. The device worked as expected with the first three staples. Then, the device malfunctioned and would not load or discharge any more staples. The defective device was removed from the surgical field and placed in a bag while a new proximate device was opened to continue the surgery.